Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified the outer sheath was detached approximately 20mm proximal from the guidewire port. The outer sheath was also noted to be damaged. The device was returned with the stent partially deployed on the delivery system. The investigator was unable to deploy the stent due to the outer sheath detachment.

Event description:
It was reported that stent partial deployment occurred, and the stent was difficult to reconstrain. The target lesion was located in the severely stenosed c1 segment of the internal carotid artery. An 8.0-21 carotid wallstent self-expanding stent was selected for treatment. During the procedure, the stent was deployed to 40%, but could not be completely deployed. Multiple attempts were made to reconstrain the stent, but attempts were ultimately unsuccessful. The stent was then re-captured into the guide catheter, and the guide catheter and stent were removed from the patient. The procedure was successfully completed after the stent of the same model was used. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that stent partial deployment occurred, and the stent was difficult to re-constrain. The target lesion was located in the severely stenosed c1 segment of the internal carotid artery. An 8.0-21 carotid wallstent self-expanding stent was selected for treatment. During the procedure, the stent was deployed to 40% but could not be completely deployed. Multiple attempts were made to reconstrain the stent, but attempts were ultimately unsuccessful. The stent was then re-captured into the guide catheter, and the guide catheter and stent were removed from the patient. The procedure was successfully completed after the stent of the same model was used. No complications were reported, and the patient was stable post procedure.